Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient's hemovac drain was found leaking twice and replaced 2/20. The first one was replaced by the urology team on morning rounds, and the second one was replaced by nursing around 10:30. As the cns, they were notified about this anomaly and how the drains were leaking at the same place for each device. It was leaking at the juncture of the two prongs. Original packaging for the device is unavailable. The first one was placed in or and the second was replaced on 10. The nurse reported to them that all drains were received from the or area. Patient was found wet from leaking drains in both instances.